Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed air gas leak.

Manufacturer narrative:
Additional point of contact : (B)(6). A getinge field service engineer (fse) evaluated the unit and reviewed error logs but could not find such alarm or any other issues with the unit. The fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.

Event description:
N/a.